Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to remove, inspect, and clean various components associated with the cartridge. Despite initial difficulties, customer completed the load process successfully with guidance from technical support and resumed using the pump for insulin delivery.